Manufacturer narrative:
Batch review performed on 06 september 2016. (B)(4). On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: intraoperative femoral fracture are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
The patient reported pain after primary surgery. X-ray investigation and further CT scans showed a fracture. Revision surgery was performed: the femoral stem and head were removed, cables were placed to secure the bone no explants have been made available.